Manufacturer narrative:
Please see MDR-2016-29240 related to the 21 mm biocor valve. (B)(4). Gtin: unknown, lot number not available the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a double valve replacement (dvr) procedure was performed; a 29 mm biocor valve was placed in the mitral position and a 21 mm biocor valve was placed in the aortic position. On (B)(6) 2016, the patient was observed to be declining secondary to increased gradients (mitral pressure 14 mmhg mitral; aortic pressure 144 mmhg) and a redo dvr was scheduled. On (B)(6) 2016, the 29 mm mitral valve was explanted and replaced with a 29 mm epic valve and the 21 mm aortic valve was explanted and replaced with a 21 mm epic valve.